Manufacturer narrative:
(B) (4). This emdr is being submitted as a response to an FDA inquiry involving report number 6000001-2010-00175. Evaluation summary: the actual sample involved in the incident was received for evaluation. Visual examination of the sample confirmed a ruptured reservoir in a footed position. No other observation was noted on the sample. A manufacturing batch record review was performed for the involved lot. No information pertinent to the reported condition was discovered. The lot met the acceptance criteria for release. There is an ongoing CAPA investigation, (B) (4) , associated with this report, in which the root cause will be addressed.

Event description:
This is a case report received on january 22, 2010 by baxter (B) (4) from a pharmacist of (B) (6). Reportedly, on (B) (6) 2010, a female patient had the bladder chamber on two baxter intermate devices rupture. According to the reporter, the patient was receiving an infusion of amyklin when the bladder ruptured during the infusion. The reporter stated that the second episode of bladder rupture occurred while the patient slept. The patient observed the rupture when she woke up and found that her implantable chamber was occluded. The patient had to be hospitalized in order to lyse the clot. The clot has been dissolved, and it was not necessary to change the patient chamber. Additional information received on february 10, 2010 indicates that the event occurred during the night between the (B) (6) and (B) (6). The bladder burst at the end of the infusion and there was no more liquid in the devices. The devices were installed by a nurse at the patient's home. A sample is available for evaluation and will be sent to baxter.